Manufacturer narrative:
Patient information was unavailable from the site. On 04/18/2017 a medtronic representative went to site to test the equipment and found that the umbilical cable was at fault. Medtronic representative changed the umbilical cable. The imaging system then passed all system checkout and found fully functional. Return requested. Replacement mvs interface cable shipped to site 04/17/2017. Suspect device returned to manufacturer.

Event description:
A site representative, radiologic technologist(rt) reported that during a facial case procedure the imaging system would not boot past stand alone mode. The site representative mentioned rebooting the system with no change in the issue, the site representative then unplugged and re-seated the umbilical cord and rebooted the imaging system which resolved the issue. The procedure was completed with the use of imaging system. There was a delay of less than 1 hour. There was no impact on patient outcome reported.

Manufacturer narrative:
Unique device identification (UDI) updated to proper value. The suspect interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open between two pins in the cable, indicating an electrical based failure mode.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.